Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a sensor anomaly. The customer tried to insert the sensor but the transmitter did not blink. When the customer pulled the sensor out there was no cannula. The customer's blood glucose level was unknown. Troubleshooting was not completed. The customer had put a new sensor on and the transmitter had blinked. The device will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor electrode broken. Missing broken part. See attached picture for details. Unable to confirm customer received sensor damage due to customer returned opened/used.